Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was not received for evaluation; however, the device was evaluated on site by a non-baxter technician. A local engineer evaluated the machine and found that the bypass valve was leaking due to an aged diaphragm. The component was replaced and the machine functioned normally. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the aged component which was replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed originating from the bypass valve of an ak 98 machine prior to use. There was no patient involvement. No additional information is available.